Event description:
As reported, a patient experienced puss coming out of the left groin six days after the use of three 6-12f mynx control venous vascular closure device (vcd). The devices were used after a radiofrequency afib ablation. The right femoral vein had two access sites using an unknown 8f and 7f sheaths and closed with mynx devices. The left femoral vein had three access sites using non-cordis 6fr, 7fr, 8fr sheath all closed with the reported devices. The physician performed the procedure. No other closure devices were used. There was no ultrasound performed prior to discharge. The patient was advised to go to hospital for the physician to assess. The patient was seen 7 days post procedure. Upon assessment, it was noted that there was an infected abscess that was diagnosed by the doctor on patient's left groin at the access site. The patient explained that they noticed the left groin to be more tender and red as compared to the right groin. After going to gym and removing bandages six days post procedure, yellow pus was observed on the left groin. The patient went to the gym seven days post procedure and observed that the pus kept leaking, and the groin seemed infected. That is when the patient decided to call the doctor. The patient also explained after the procedure in recovery area, the groin started to bleed, and the nurse had to hold a lot of pressure for a good amount of time. The physician decided to do an I&d (incision and drainage) and debridement of the sealant on the infected abscess. The physician made a small, superficial incision, which resulted in spontaneous drainage that was primarily bloody. Additionally, the peg sealant was expressed from the wound, appearing to not be hydrated. Upon further inspection, the sealant was found to be under the adipose tissue, unattached and floating freely within the wound cavity. The physician proceeded to irrigate the wound bed with normal saline and 1 gram of antibiotics before packing the wound bed with iodoform. There was no ultrasound performed at the follow up appointment. The symptoms were resolved without sequelae. The patient was prescribed a five day of oral antibiotics and will have wound care performed daily and a follow up appointment with the physician. Three images and one five-second video were submitted for review. Two images depict a material that appears to be a blood-soaked sealant on a blue drape. The third image shows the patient's left groin, with visible bloody discharge from the puncture site, slight swelling, and redness in the area. The video also focuses on the patient's left groin, capturing the same scene as the third image, including the dripping bloody discharge from the site. No additional details were observed. Additional information was requested but not provided. The devices will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d10, g3, g6, h1, h2, h3 and h6. As reported, a patient experienced puss coming out of the left groin six days after the use of three 6-12f mynx control venous vascular closure device (vcd). The devices were used after a radiofrequency afib ablation. The right femoral vein had two access sites using an unknown 8f and 7f sheaths and closed with mynx devices. The left femoral vein had three access sites using non-cordis 6fr, 7fr, 8fr sheath all closed with the reported devices. The physician performed the procedure. No other closure devices were used. There was no ultrasound performed prior to discharge. The patient was advised to go to hospital for the physician to assess. The patient was seen 7 days post procedure. Upon assessment, it was noted that there was an infected abscess that was diagnosed by the doctor on patient's left groin at the access site. The patient explained that they noticed the left groin to be more tender and red as compared to the right groin. After going to gym and removing bandages six days post procedure, yellow pus was observed on the left groin. The patient went to the gym seven days post procedure and observed that the pus kept leaking, and the groin seemed infected. That is when the patient decided to call the doctor. The patient also explained after the procedure in recovery area, the groin started to bleed, and the nurse had to hold a lot of pressure for a good amount of time. The physician decided to do an I&d (incision and drainage) and debridement of the sealant on the infected abscess. The physician made a small, superficial incision, which resulted in spontaneous drainage that was primarily bloody. Additionally, the peg sealant was expressed from the wound, appearing to not be hydrated. Upon further inspection, the sealant was found to be under the adipose tissue, unattached and floating freely within the wound cavity. The physician proceeded to irrigate the wound bed with normal saline and 1 gram of antibiotics before packing the wound bed with iodoform. There was no ultrasound performed at the follow up appointment. The symptoms were resolved without sequelae. The patient was prescribed a five day of oral antibiotics and will have wound care performed daily and a follow up appointment with the physician. Three images and one five-second video were submitted for review. Two images depict a material that appears to be a blood-soaked sealant on a blue drape. The third image shows the patient's left groin, with visible bloody discharge from the puncture site, slight swelling, and redness in the area. The video also focuses on the patient's left groin, capturing the same scene as the third image, including the dripping bloody discharge from the site. No additional details were observed. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Three images and one five-second video were submitted for review. Two images depict a material that appears to be a blood-soaked sealant on a blue drape. The third image shows the patient's left groin, with visible bloody discharge from the puncture site, slight swelling, and redness in the area. The video also focuses on the patient's left groin, capturing the same scene as the third image, including the dripping bloody discharge from the site. No additional details were observed. Based on the information available for review, the reported event of ¿infection, bleeding, and foreign body reaction¿ was not evaluated due to the nature of the complaint, since patient related events cannot be duplicated in the lab. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ as images of the device or evidence of device failure were not provided, there is no indication that the issues experienced by the customer are related to the manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complications reported.

Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient experienced puss coming out of the left groin six days after the use of three 6-12f mynx control venous vascular closure device (vcd). The devices were used after an afib ablation. The right femoral vein had two access sites using an unknown 8f and 7f sheaths and closed with mynx devices. The left femoral vein had three access sites using an unknown 6fr, 7fr, 8fr sheath all closed with the devices. The patient was advised to go to hospital for the physician to assess. Upon assessment, it was noted that there was an infected abscess that was diagnosed by the doctor on patient's left groin at the access site. The patient explained that they noticed the left groin to be more tender and red as compared to the right groin. After going to gym and removing bandages six days post procedure, yellow pus was observed on the left groin. The patient went to the gym seven days post procedure and observed that the pus kept leaking, and the groin seemed infected. That is when the patient decided to call the doctor. The patient also explained after the procedure in recovery area, the groin started to bleed, and the nurse had to hold a lot of pressure for a good amount of time. The physician decided to do an I&d (incision and drainage) on the infected abscess. The physician made a small, superficial incision, which resulted in spontaneous drainage that was primarily bloody. Additionally, the peg sealant was expressed from the wound, appearing to not be hydrated. Upon further inspection, the sealant was found to be under the adipose tissue, unattached and floating freely within the wound cavity. The physician proceeded to irrigate the wound bed with normal saline and 1 gram of antibiotics before packing the wound bed with iodoform. The patient was prescribed a five day of oral antibiotics and will have wound care performed daily and a follow up appointment with the physician. Three images and one five-second video were submitted for review. Two images depict a material that appears to be a blood-soaked sealant on a blue drape. The third image shows the patient's left groin, with visible bloody discharge from the puncture site, slight swelling, and redness in the area. The video also focuses on the patient's left groin, capturing the same scene as the third image, including the dripping bloody discharge from the site. No additional details were observed. Additional information was requested but not provided. The devices will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: as reported, a patient experienced puss coming out of the left groin six days after the use of three 6-12f mynx control venous vascular closure device (vcd). The devices were used after an afib ablation. The right femoral vein had two access sites using an unknown 8f and 7f sheaths and closed with mynx devices. The left femoral vein had three access sites using an unknown 6fr, 7fr, 8fr sheath all closed with the devices. The patient was advised to go to hospital for the physician to assess. Upon assessment, it was noted that there was an infected abscess that was diagnosed by the doctor on patient's left groin at the access site. The patient explained that they noticed the left groin to be more tender and red as compared to the right groin. After going to gym and removing bandages six days post procedure, yellow pus was observed on the left groin. The patient went to the gym seven days post procedure and observed that the pus kept leaking, and the groin seemed infected. That is when the patient decided to call the doctor. The patient also explained after the procedure in recovery area, the groin started to bleed, and the nurse had to hold a lot of pressure for a good amount of time. The physician decided to do an I&d (incision and drainage) on the infected abscess. The physician made a small, superficial incision, which resulted in spontaneous drainage that was primarily bloody. Additionally, the peg sealant was expressed from the wound, appearing to not be hydrated. Upon further inspection, the sealant was found to be under the adipose tissue, unattached and floating freely within the wound cavity. The physician proceeded to irrigate the wound bed with normal saline and 1 gram of antibiotics before packing the wound bed with iodoform. The patient was prescribed a five day of oral antibiotics and will have wound care performed daily and a follow up appointment with the physician. Additional information was requested but not provided. -1 the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Three images and one five-second video were submitted for review. Two images depict a material that appears to be a blood-soaked sealant on a blue drape. The third image shows the patient's left groin, with visible bloody discharge from the puncture site, slight swelling, and redness in the area. The video also focuses on the patient's left groin, capturing the same scene as the third image, including the dripping bloody discharge from the site. No additional details were observed. Based on the information available for review, the reported event of ¿infection, bleeding, and foreign body reaction¿ was not evaluated due to the nature of the complaint. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ as images of the device or evidence of device failure were not provided, there is no indication that the issues experienced by the customer are related to the manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complications reported.